Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the pump being ¿too shallow¿ was unknown. Action: the patient was scheduled for pocket revision twice but has cancelled their appointment. However, it was scheduled for (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug (not currently available (may require follow-up) at not currently available (may require follow-up)) via an implantable pump for unknown indications for use. It was reported that the patient felt like the pump was too shallow and the physician shared the same concern. The physician planning to put the pump deeper. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was noted that this will be her second pump. Action: the pocket will be revised on 2024-03-26. The patient weight and medical history were asked but unknown at this time due to legal/confidential reasons. The patient status was alive and no injury. The issue was not resolved.